Event description:
The customer complained that the device is displaying the service, charge pak and low power warning icons and fails to turn on. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported event. Physio-control will submit a supplemental report on this event to the FDA as provided.